Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer via the manufacturer representative (rep) reported a lead migration. There was reports after the last reprogramming on (B)(6) 2017 where they tried the high density (hd) program that they were given but pain worsened over the course of that week and they switch back into low density (ld). They were using the low density program at around 8 volts. They got stimulation in the legs and back. The patient reported that their job worsened their pain. It was also reported that the morning and evenings were worse. They felt like the long standing numbness in their right hand was worse with hd stimulation program as well. It was reported that they no longer felt stimulation in the area of the lower back where they need it most. Two incidents last year which they related to the lack of stimulation in the painful area of the central lower back, just to the right side: one at work when a patient "took a swing at them" and another when they slipped in the bath tub and had decreased coverage of painful areas. They no longer got tingling as centrally in the lower back as they used to. When they turn up amplitude very high, they do get coverage. There was a report that x-rays in the fall showed some lead migration. The rep attempted multiple programming variations but none were as good as the program they were currently using. It was noted that the patient did state that they still get significant relief from the stimulator even though coverage was not ideal. The healthcare professional was notified of the results of the appointment. Impedances were within normal limit and reprogramming was performed for better coverage but failed. There was a report of back and bilateral lower extremity pain. Other symptoms of numbness and tingling of right hand were noted. The issue was not resolved at the time of the report. No surgical intervention occurred or was planned. Relevant medical history includes spinal pain. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported that the patient had their implant replaced yesterday because of the lead migration. No further complications reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260 , serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Additional information was received from the patient on 2017-05-12. The patient reported that nothing was done to resolve the lead migration and not feeling stimulation. The patient reported that they were dealing with decreased stimulation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported patient had revision done last year where they took everything out and put in a new implanted system because they found out about lead migration. Patient noted he had first device removed back on (B)(6)2017. Patient noted since the revision, he had no therapeutic relief and metwith 2 to 3 rep for adjustment. Patient stated the last time he saw rep for reprogramming was 2 months ago. During the call, patient mentioned knee problem, problem with his leg, numbness and pain in his leg but then confirmed with patient services (pss) this was unrelated to his device/therapy. Patient mentioned about having other medical problems after the revision but stated he did not think it was related to device/therapy. It was mentioned patient had new ins put in (revision due to lead migration) and no therapeutic relief since the revision. No further complication and events were reported. 2019-03-06 vm (con): no new information. 2019-mar-08 telph crts 3826066 (con): additional information was received from the patient. They stated (B)(6)2018 was the date of the revision. The patient provided their weight at the time of the event. They stated the cause of the lead migration was that they were at work and a couple of customers were combative. The first customer resulted in a pop sound around the lead area and the second customer resulted in the lead migration. The hcp removed all the old devices and implanted everything new. The patient did not know the status of the old devices. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.